Manufacturer narrative:
This chair was made to specifications provided by dealer. The root cause of the end user's injury is failure on the part of the dealer to provide adequate specficiations for the end-user. Tilite has no direct contact with end user and recieves all chair specifications - not patient dimensions - from the dealer.

Event description:
End user's front wheels "hit the asphalt" and fell forward out of the chair, resulting in a broken hip and 1 month of hospitalization.